Event description:
It was reported that the device posted alarms and suddenly shut itself off. The staff tried to restart it but this was not successful. The patient was then connected to a different device. As per report, the oxygen saturation had temporarily decreased during the course of event but quickly went up again after introduction of the other ventilator; no consequences were resulting from the event. Remark: within the frame of data analysis for a periodic safety update report the available information was subject to review. During the review, it was concluded that the translation of one aspect from the original ufr can be also interpreted in a different way ¿ the new perspective does not allow the exclusion of a malfunction as a contributing factor anymore. Consequently, the case was now assessed as reportable.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device; a third-party service provided was asked to perform the repair. Dräger requested additional information but the only further detail that could be obtained was that the device posted battery depletion alarms during the course of event. This lack of information does not allow a case-specific evaluation of the case. Dräger derives the following from the user's report: while running on battery, the device will post battery depletion alarm if the residual capacity underruns 20% and 10%, respectively. Further, the device will post an alarm if the battery is full depleted; this alarm is announced by a buzzer that is powered by an alternative power source. It is not known why exactly the device ran on battery during the event. The root causes may be multiple - the device may have been intendedly disconnected from mains supply (e.g. For a patient transport), a use error may have occurred (power cord accidentally removed), an infrastructure issue may have manifested (mains power loss in the hospital's energy supply system) or the use conditions may have been triggering that (the device switches to battery operation when the internal device temperature is too high to allow the power supply to cool down. Finally, the presence of a malfunction of the power supply cannot be excluded as the root cause. Additionally, other factors may have been present that contributed to an unexpected early shutdown of the device such as an overaged battery causing a significantly reduced runtime. The extent of the individual factors on the event cannot be determined due to lack of information. Finally, it is concluded that the device responded as designed upon the detected deviations and posted alarms to alert the user. H3 other text : device not available for evaluation.